Event description:
The pt and his mother reported that for the past 6 months, he has been experiencing insulin leaking out of the adapter where the infusion set tubing connects. The pt reported that insulin does not leak during his normal basal rates, but does leak when trying to bolus insulin. The pt reported that this issue has occurred when using other infusion devices as well. No blood glucose issues were reported. No medical assistance was reported. The pt product was requested to be returned for evaluation.